Manufacturer narrative:
This report is submitted on april 16, 2021.

Event description:
Per the clinic, the patient experienced infection and skin overgrowth at the abutment site. The patient was hospitalised (duration not reported), treated with intravenous antibiotics, and the site was debrided. The abutment was removed on (B)(6) 2021. The implanted device remains.